Manufacturer narrative:
This report is submitted on march 10, 2020.

Event description:
Per the clinic, the patient experienced recurrent infections at the abutment site that were treated with antibiotics (oral and topical). The abutment was removed on (B)(6) 2020. The implant remains in-situ.